Event description:
The following was reported ot davol: contact in (B)(6) reported that the hosp found that the perfix plug sterile product tray was not sealed perfectly. After unpacking the product, the user felt it might have been compromised and chose not to use the device. Therefore, product was replaced with another new product. No damage to the shipping container was reported. Sample is being returned for eval.

Manufacturer narrative:
This is an addendum to the initial MDR to document the sample return and evaluation. Returned was one perfix plug inside of the original packaging. The perfix plug appeared to be unused. The packaging was received opened ((B)(6) lid pulled up). As reported the (B)(6) lid had been pulled open at the user facility. The product was examined and there were no sterile barrier defects found and the seal appeared to be continuous with no anomalies. The width of the seal transfer mark was measured and found to meet the seal width specification. Based on the event as reported, the as received condition cannot be determined as the user opened the product and it is not clear why there was concern for the package integrity. The physical evaluation of the sample and a review of the manufacturing records for the sample lot, it appears that the device was fully sealed as provided to the customer. As previously reported a review of the manufacturing records shows that the lot was manufactured to specification. It is unknown why the user facility felt that the packaging was not sealed perfectly.

Manufacturer narrative:
At this time no conclusions can be made. A review of the mfg records found that there were no anomalies noted during the mfg process. The device in question is expected to be returned to davol for eval. When the device is returned a supplemental MDR will be sent to document the results of the sample eval. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.